Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient's anatomy was tortuous. During the procedure, the physician used a 3maxc to bring a penumbra system 5max reperfusion catheter (5maxc) up to the thrombus location; however, while trying to retract the 3maxc, the physician experienced slight tension/resistance, and subsequently, the distal three centimeters of the 3maxc tip broke off. Next, the physician completed the aspiration using the 5maxc, then used a microsnare device to successfully remove the broken 3maxc tip from the patient. The procedure was ended after removal of the broken 3maxc tip. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc was ovalized approximately 127.0 cm from the hub. The 3maxc was stretched approximately 140-147 cm from the hub. The 3maxc was fractured approximately 147.5 cm from the hub. The 3maxc and 5maxc were damaged and, therefore, both catheters were unable to be functionally tested. Conclusions: evaluation of the subject 3maxc confirmed the reported fractured. This damage typically occurs as a result of forcefully retracting the device against resistance. It is possible the distal tip of the 3maxc became pinned due to interactions with other devices being used within tortuous anatomy. If the 3maxc is forcefully retracted against this resistance, the device may become fractured. Further evaluation revealed the 3maxc was stretched and ovalized. These damages would likely also have been due to forcefully retracting against the resistance of a pinned catheter. Evaluation of the 5maxc revealed that the catheter shaft was ovalized. This ovalization is likely incidental and may have occurred while packaging the device for return. Further evaluation of the returned 5maxc revealed that the non-penumbra snare was stuck inside. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.